Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high out-of-range pace impedance measurements greater than 3,000 ohms. Additional information received reported that during the lead revision, the leader/header connections between the pacemaker and the ra lead were checked. When the lead was tested with the pacing system analyzer (psa), the pace impedance measurement was 500 ohms and within normal limits. It was unclear whether the connection had contributed to the high out-of-range pace impedance measurements, however the decision was made to extract the lead. The pacemaker remains in service. It was noted that the patient was doing fine. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high out-of-range pace impedance measurements greater than 3,000 ohms. Additional information received reported that during the lead revision, the leader/header connections between the pacemaker and the ra lead were checked. When the lead was tested with the pacing system analyzer (psa), the pace impedance measurement was 500 ohms and within normal limits. It was unclear whether the connection had contributed to the high out-of-range pace impedance measurements, however the decision was made to extract the lead. The pacemaker remains in service. It was noted that the patient was doing fine. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Correction h10: upon further review, the following investigation summary no longer applies to this event: "this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal."

Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to high out-of-range pace impedance measurements greater than 3,000 ohms. Additional information received reported that during the lead revision, the leader/header connections between the pacemaker and the ra lead were checked. When the lead was tested with the pacing system analyzer (psa), the pace impedance measurement was 500 ohms and within normal limits. It was unclear whether the connection had contributed to the high out-of-range pace impedance measurements, however the decision was made to extract the lead. The pacemaker remains in service. It was noted that the patient was doing fine. No additional adverse patient effects were reported.